Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the image guide tube, image guide cover glass and bending section cover were leaking, the bending section adhesive was sharp, the objective lens had fluid invasion, the light guide tube was cut, and the bending section was dented with broken/frayed wires. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely due to a leak from the insertion tube, bending section cover, and objective lens resulting in humidity entering the objective lens, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that the image of the laparo-thoraco videoscope was foggy. There was no reported patient harm or impact due to this event.